Event description:
The customer reported that the device was failing the remote alarm test. Not in use, no patient or user harm reported. The customer reported that the device was failing the remote alarm test during pvt. The customer was not able to get the right values during testing. It was then reported that the customer does not use a philips remote alarm adapter, but claimed they were testing properly, and was able to previously pass testing with their set up. The remote service engineer (rse) provided the customer with the test cable and adapter part ids, and also provided the cpu part ID. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
This event was found outside of clinical use during pvt testing and as such no longer meets the reporting criteria. The facility biomedical engineer replaced the cpu pcba. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.